Event description:
Additional information was received from the health care professional (hcp) on (B)(6) 2016, clarifying the report of the device not working as not covering the patient's pain pattern. They contacted the manufacturer representative (rep) to provide reprogramming.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a claims adjustor regarding a patient who was implanted with a neurostimulator for complex reg pain syndrome type ii and spinal pain. It was reported that the caller had been told that the patient's device was not working and that there was a loss of therapy. The caller did not have any further information regarding the event.

Event description:
Additional information was received from a health care provider reporting the ins was non-functioning for months and the patient was unable to do a charge. The patient was referred to schedule an appointment with the physician for a suspected overdischarge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.